Event description:
It was reported that the balloon ruptured. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at tenth inflation, it was noted that the balloon ruptured at 10atm within 5 seconds. The device was removed using normal method without problem. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.